Event description:
Boston scientific crm received information that this chronic right atrial (ra) lead became fractured. This lead was surgically abandoned and a new lead was successfully implanted. During the same procedure, a new device was electively implanted. To date, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that 80 mm of the proximal portion of the lead was returned. The lead passed conductor resistance testing, confirming the conductor of the returned portion of the lead was uncompromised and intact. Additional information was received that two years later, the distal portion of the lead was extracted and returned during a non-related procedure. Upon receipt at our post market quality assurance laboratory, visual inspection noted that the extraction stylet was returned stuck in the lead. Dried body fluid was found through out the entire lead lumen. The conductor coils were deformed at 93 mm from the terminal pin. The cathode coil had four fractures, two at 220 mm and two at 224 mm from the terminal pin. The conductor coils were stretched 414 - 462 mm from the terminal pin, due to the extracting stylet. Cuts were noted in the polyurethane insulation at 193, 218 and 322 - 325 mm from the terminal pin. The polyurethane insulation was gouged out at 300 , 315 mm from the terminal pin.